Manufacturer narrative:
(B)(4).

Event description:
It was reported that following implant, high capture thresholds were observed on the atrial lead. X-ray imaging resulting in notable movement of the shoulder had occurred earlier in the day and lead dislodgement was suspected. The lead was successfully repositioned on (B)(6) 2015.